Event description:
Tear on the cuff.

Manufacturer narrative:
Based on available information, this is a reportable malfunction. A leaking endotracheal/tracheostomy tube cuff exposes the pt to the risk of aspiration of gastric contents and a reduction in ventilation pressure. Lot #613118r004 was available to assist in the product investigation. Failure mode was confirmed based on the pictures received; the observed tear in the cuff was from an undetermined cause. Further analysis found the balloon tear may have been induced during product usage where the balloon can potentially contact sharp objects or be caught by the teeth during the intubation process. The review of complaint history records for the past year revealed one similar complaint. The investigation for that complaint noted a burst defect induced by the user during product use. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.